Event description:
It was reported that, during a cori assisted tka surgery, when surgeon had put the arrays in and was ready to collect the checkpoints, an "internal error" message popped up on the checkpoints screen. They hit "ok" and exited out of the case. They then entered back into the case, recalibrated the drill and probe, ran the drill test and proceed as normal. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed due to the problem reported

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The application log file (navio.log) confirmed the intraop exited upon transitioning to ¿checkpoint definition,¿ confirming that the intraop likely crashed, and displayed the internal error message to the user. An internal error message is a result of an intraop crash. However, the log files (naviosystem.log, xsession.log, and/or coredump) needed for further investigation of the intraop crash were not provided. The most likely cause of the internal error is an occurrence of a known software defect that is under investigation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.